Event description:
Toothbrush head comes off - oral-b [device breakage]. Case narrative: a spouse via phone reported that her husband¿s oral-b toothbrush head came off of the oral-b toothbrush handle, type 3766. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.